Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a safety officer at cdrh reported that her adc freestyle libre sensors detached before the end of their wearing timeframe. It noted that on (B)(6) 2019 she attached a sensor but upon getting out of bed on day 7 of wear she noticed the sensor had fallen off. She then attached another sensor, but after waiting the required 60 minutes it produced a message that said to re-scan in 10 minutes, followed by a message that instructed her to replace the sensor. She applied another sensor, but this one also ¿didn¿t read¿. There was no report of either self or third-party medical intervention.